Manufacturer narrative:
The device was not returned and the serial number is unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a sharp watch dog timeout error. The watch dog error was cleared with removing battery. The event happened during patient use at the '5 pavilion 5 2'. There was no known patient injury, or medical intervention associated with this event. No additional information is available.